Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 48 mg/dl, which was treated with glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to follow up with healthcare professional.